Event description:
It was reported that the pump was returned for evaluation after the patient underwent a routine heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient underwent a routine heart transplant procedure on (B)(6) 2023. No device related issues were reported by the account. Heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), was returned assembled with the driveline severed approximately 0.5¿¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 37¿¿. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 2.5¿¿ of the outflow graft was returned attached to the outlet elbow. The remainder of the outflow graft material, the outflow graft bend relief, and the bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. The pump was reassembled and functionally tested under normal operating conditions using the returned distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook, rev. D, are currently available. The IFU lists potential adverse events, including device thrombus, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and outlines indications of pump thrombosis, as well as how to respond to such events. Additionally, the IFU provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. The IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as how to respond to such events. These documents instruct the user to check the driveline daily for signs of damage. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.